Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located 1mm proximal to the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 5.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 5.00mm x 8mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 5.00mm x 8mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.